Event description:
It was reported that during implant the physician was unable to achieve stable fixation as lead dislodged three times and continuous low r wave measurements were noted. The lead was not used and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, the proximal conductor was stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.